Event description:
It was reported that separation occurred at an unknown time with a syringe 50pf convenience tray europe. The following information was provided by the initial reporter, "the rubber seal will be released when the plunger is pulled. Some syringes in some packs are defective."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality engineer for investigation. Upon reviewing the photo, it was observed that the stopper has disassembled from the plunger rod. It was noted the plunger rod is not completely molded, resulting in the stopper not remaining attached. A device history review was performed for reported lot 1811355, finding one annotation related to the alleged defect. During the molding process, failures were detected in several cavities that resulted in unfilled material. Once detected, the defective samples were discarded and the molding cavities were cancelled. It was determined the reported incident is likely related to the failure that was detected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred at an unknown time with a syringe 50pf convenience tray europe. The following information was provided by the initial reporter, "the rubber seal will be released when the plunger is pulled. Some syringes in some packs are defective."